Event description:
The customer reported to olympus via repair ticket the device would not power on. There was no death or injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the reported issue due to a faulty printed circuit board (g1 board). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device would not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.